Event description:
Customer called lfs in 2002 allegeing their ot ultra meter would not power on. The issue was unresolved with troubleshooting. The customer stated that they were thirsty and they guessed at the amount of insulin to take. The customer did not experience an adverse event, nor did they allege harm. Meter has been replaced.